Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, seroma: unable to observe, since it is not related to the device. Double capsule: unable to observe, since it is not related to the device. Wrinkling: observed, wrinkling on the device. Crease folding of implant: observed, creases on the device. Deformation: observed, deformation on the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional, later reported, "there was no deterioration of implant's integrity". Device was intact.

Event description:
Patient reported rupture of left implant. Device status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptur.

Event description:
Patient later reported "double capsule. Exudate in the area of the left breast endoprosthesis. The contours along the upper edge are wavy, with folds." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "exudate in the area of the left breast endoprosthesis".